Event description:
It was reported that "the bag was torn due to excessive force during use. Therefore, a new unit was used instead". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "the defective device was examined. It is evident that the bad is leaky. One (1) hole/rupture was found in the bottom part of the memobag. The foil is stretched and thinned at place of rupture. The closure wire is not deformed. The eye of closure wire on the flexible end is not damaged but the eye of closure wire glued to the bag if deformed by excessive force. Reported defect can be confirmed. The root cause of this complaint was determined as unintentional user error related. The defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched (visible around the hole) which led to the rupture of the bag and deformation of eye on the closure wire end glued to the bag. The closure wire was not detached from the bag and the flexible end of closure wire was not deformed/damaged." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the bag was torn due to excessive force during use. Therefore, a new unit was used instead". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).